Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown product issues. Subsequently a new non-bsc lead was successfully implanted. No additional patient adverse effects were reported.